Manufacturer narrative:
Additional information received provides the following information. Medical device lot #: 9199581. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-07-18.

Event description:
Material no. 367988, batch no. 9199581. It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the tubes were missing expiration dates and lot #s on the package. The following information was provided by the initial reporter: customer has a couple packages of sst tubes (367988) that have no expiration dates or lot numbers on them.

Event description:
Material no. 367988, batch no. Unknown . It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the tubes were missing expiration dates and lot #s on the package. The following information was provided by the initial reporter: customer has a couple packages of sst tubes (367988) that have no expiration dates or lot numbers on them.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing expiration date with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 367988. Batch no. Unknown. It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the tubes were missing expiration dates and lot #s on the package. The following information was provided by the initial reporter: customer has a couple packages of sst tubes (367988) that have no expiration dates or lot numbers on them.